Event description:
It was reported that the camera head had cord section nearly disconnected (sometimes appeared on monitor and sometimes not). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer. The subject device was used with the video system center and monitor. There were no issues with the video system center and monitor. The subject device was inspected prior to use and there were no findings. The same device was used to complete the unspecified procedure. The device malfunction was identified at the end of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information from the customer, and corrected data. Updated field: e2, e3, g2, d8, d9, d10, g3, h2, h4, h6, h11. Corrected fields: b5, h6 (medical device problem code/component code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor portrait/image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.